Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. It was noted the patient suffered a fall and clavicular fracture on the device side about the same time as the impedance change. The lead was capped and replaced. No further patient complications have been reported as a result of this event.